Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was the recharger paddle was getting hot and the controller shut off and did not work. The area that was getting hot was by the paddle and the relay box. The issue started about 2 months ago, even more than that- 3 months ago. Patient met with the rep at the healthcare provider's and the rep said it was fine. Pt told the rep it was getting hot. Rep said to have a t-shirt on and do not put it over the skin. Pt said it was still getting hot. Now the controller shut off when the cable overheated. It seemed the controller goes dead faster as well. An email was sent to repair to replace the recharger. Pt also mentioned they did the programming so that the stimulator lasted longer and now it only lasts for 3-4 days again and it shuts off. Rep replied back to email and confirmed they have not been notified of this. The most recent notes says she received a replacement part from medtronic but she¿s getting great therapy. The customer has no further information.

Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6) was returned for product analysis. Analysis found the device got hot after running at the donut end. Also, there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.